Manufacturer narrative:
Continuation of concomitant products: 694765 lead implanted: (B)(6) 2010.

Event description:
It was reported that there was right ventricular (rv) lead undersensing on a ventricular fibrillation (vf) episodes. It was also noted that the ra lead had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.